Event description:
The pt was reportedly implanted with a biodesign surgisis anterior pelvic floor graft on (B)(6) 2012, at (B)(6). The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status.

Manufacturer narrative:
Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included: a review of the claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis anterior pelvic floor graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained a f/u MDR will be filed.

Manufacturer narrative:
Date of event not provided by the complainant. Product common name - anterior pelvic floor graft; product code - pag. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. Update: the root cause of the patient¿s current complaints is inconclusive. The patient has a complicated medical history and many of her current complaints were present prior to the implantation of the biodesign surgisis anterior pelvic floor graft. The patient reported that no physician has attributed her current complaints to the use of the graft.

Event description:
The patient was reportedly implanted with a biodesign surgisis anterior pelvic floor graft on (B)(6) 2012, at (B)(6) medical center in (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: the (B)(6) 2012 surgery was performed for repair of a vaginal prolapse. An enterocele was also discovered during the surgery.